Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The customer reported that the bovie energy was activating on its own without the surgeon pressing the pedal. System logs showed m-10/m-1c errors, and technical support engineer (tse) observed the right yellow and blue pedals moving up and down independently during the call. The issue was traced to a defective bovie pen. Although the problem was resolved, the surgeon requested an fse visit for confirmation. The fse performed a full system verification, including testing all four erbe ports and foot switch pedals, and found no issues. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to improper customer setup. Based on fse field evaluation, the system issue was due to a defective bovie pen.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, user informed the technical support engineer (tse) that the bovie energy activated on its own, as noted during a case when the yellow pedal and bovie were triggered without the surgeon pressing the pedal. System logs revealed errors labeled m-10 and m-1c, indicating activation issues with the footswitch or finger switch. The user continued with the case despite the malfunction and requested further examination by a field service engineer. Later, additional troubleshooting involved power cycling the erbe, which did not show errors until the bovie was connected, suggesting a potential issue with the bovie pen. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that they tested the bovie pen again at the end of the day and it automatically started firing.